Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump keys had no feeling of pressing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. Pump history download using thds was successful. However, there is no data available on ( 16-nov-2020), unable to perform data analysis for button error alarm complaint. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. In conclusion, buttons keypad unresponsive was confirmed due to unlocked j2/lcd keypad connector. After locked j2/lcd keypad connector in place. No anomalies was notice. Problem isolated j2/lcd keypad connector. However, keypad flattened button dome switch (creased) was found on esc, act, up and down. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.